Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had pain around her implantable neurostimulator (ins) that started the day prior to the report. It was noted that the area is not warm to the touch, red or swollen although she felt like it was giving off heat. It was reported that the patient did not have any recent falls or trauma and the device was working for her pain control. It was noted that the patient turned the ins off to see if that affected the pain and it made ¿no difference¿. It was reported that the pain was so bad that she had to take vicodin. It was noted that the patient gained weight recently.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's leg was burning very badly, with symptoms gradually starting a couple weeks ago. It was stated that the stimulator was working 70% down her leg, but would not cover the shin, calf, or foot and it was "worse than it had been" from the knee down. It was noted that the top of the patient's leg "was not bad." It was stated that the battery has been running hot for a while now. It was noted that the patient wanted to have her battery checked.